Event description:
It was reported that the patient has shortness of breath and a rash on her left knee. This rash has spread over her body. Doctors believe that it is an allergic reaction from patient's knee.

Manufacturer narrative:
All devices were reviewed by a consulting clinician who indicated more allergic and dermatologic workup is required to evaluate this case. There is no evidence of faulty manufacturing or design being involved with this case, and an allergic reaction to the components has not been entirely ruled out. Device history review indicates all devices accepted into final stock conformed to specification. Complaint history review indicates there have been no previous reported events for this lot ID. The exact cause of the event could not be determined with the limited information provided.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.catalog numbers and lot codes of other devices listed in this report:(B)(4), wawa triathlon symmetric x3 patella.(B)(4), lco506 x3 triathlon cs insert #3 13mm. (B)(4), ggtu triathlon prim tib baseplate - cemented. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's rash. (B)(4): remains implanted.

Event description:
It was reported that the patient has shortness of breath and a rash on her left knee. This rash has spread over her body. Doctors believe that it is an allergic reaction from patient's knee.